Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: product code and lot#? This information has not been provided and is unlikely to become available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the suture placed, interrupted or continuous? What other skin closure was used with the suture? Can you describe the appearance of the suture during the second procedure? Was the suture broken in the middle? Were the knots intact or broken on the ends? Do you have any pictures of the appearance of the suture? To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent a leg amputation on an unknown date and suture was used to close the fascia and muscle layer. During the following 24 hour period, the suture broke. Additional information has been requested.